Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a low drain volume alarm. The hp stated there was air in the patient line. The tsr explained that the hp could start over with new supplies. The tsr recommended the hp contact the rn about the air in the patient line. The hp would start over with new supplies. The customer contacted (B)(4) on (B)(6) 2011. The hp stated he was able to complete therapy. The hp did not notice any defects with the supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable and user did not describe any types of use errors or other issues that might have caused the alarm. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The assignable cause for the reported problem was undetermined.